Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous part of the mid lad. The patient had multiple layers of stent and calcium in the left main and lad. The device was advanced to the proximal lad and resistance was felt. It was decided to withdraw the stent and put a guide catheter extension in. When the orsiro mission device was removed, it was noticed that the stent was off the balloon. The stent had become dislodged in the lad. It was decided to crush the stent in the lad with another stent. There was no patient injury or harm. Patient was discharged home with no complications.

Manufacturer narrative:
Combination product: yes neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.